Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed severe skin blisters under the patch. There was no alleged device malfunction contributing to the irritation. Patient use was discontinued due to irritation. Patient's wife reported the use of hydrocortisone cream and blisters are healing.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed severe skin blisters under the patch. There was no alleged device malfunction contributing to the irritation. Patient use was discontinued due to irritation. Patient's wife reported the use of hydrocortisone cream and blisters are healing.